Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient experienced kinked cannula symptoms/issue noticed within three hours of insertion and had high blood glucose level which he tried to treat with a bolus via the pump. Consequently, on the same day ((B)(6) 2021), he was admitted to the emergency room as his blood glucose level was reported to be over 500 mg/dl. He had high ketones, which his health care professional assessed as dangerous/ life threatening. The infusion set had been used for 11 hours. During hospitalization, he received fluids of saline, insulin and an unspecified drug intravenously (drug name unknown) as corrective treatment which resolved the issue. Reportedly, this event caused two heart attacks (which caused scare tissue), diabetic ketoacidosis and dehydration. However, he was released from the hospital on (B)(6) 2021 at 5:00 pm. Further, on (B)(6) 2021, the patient experienced kinked cannula symptoms/issue noticed within three hours of insertion and his blood glucose level was about 270 mg/dl. Moreover, on (B)(6) 2021, he again experienced kinked cannula symptoms/issue noticed within three hours of insertion and his blood glucose level was reported as 300 mg/dl. Further, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.